Manufacturer narrative:
(Complaint number (B)(4)). No samples or pictures were received from the customer for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. Multiple attempts were made at contacting the customer for further clarification and information but the customer was unable to provide valid material#/batch# for the product involved therefore no investigation is possible. This complaint is closed as cannot be determined due to insufficient information. Do not use if product has sustained any transport damages. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2015. Phlebotomist was cleaning up after the patient draw. There was no holder on the back end of the butterfly and the employee was stuck.